Manufacturer narrative:
The immucor laboratory tested the retention product on (B)(6) 2015, which performed as expected. Immucor technical support assessed the test well images of the testing in question, using a remote electronic connection method, on (B)(6) 2015. An immucor field service engineer (fse) visited the customer site to assess the testing instrument on (B)(6) 2015, but the customer then subsequently informed the fse that service was not needed, because the customer had repeated the blood sample and it had resulted as expected.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.